Event description:
It was reported that the "ok" key on a pump keypad is inoperable. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, ok, run/stop and (.) Keys to be inoperable, caused by as failed keypad. All other keys performed as expected. This does not provide the user any opportunities to program or start an infusion. Further engineering evaluation found a permanently shorted run/stop key. This short was caused by a carbon deposit (approximately 1/4 inch) located directly underneath the run/stop key. Similar deposits were observed under additional keys, however the off-resistance was measured and the circuit was found to be open. The existence of carbon deposits under the keys may result in an unintended response or double entry. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.